Event description:
A customer reported experiencing a cartridge alarm 20, resulting in their blood glucose reading displaying as "high," with the specific value unknown. There was no adverse impact to the customer's blood glucose level. The customer had not yet addressed the high reading but intended to do so after the issue was resolved. They did not seek assistance from a third party. Technical support assisted the customer by helping them load a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy. The issue was resolved.